Event description:
The patient contacted baxter's technical service center regarding overfill, which occurred on the homechoice (hc) during use during dwell 3 of 4. The patient had a question on overfill. The patient stated she bypassed drain 2 of 4 and the hc was now in dwell 3 of 4. The patient stated the last fill volume equaled 1500ml and the fill volume equaled 2000ml. The technical service representative (tsr) asked the patient if she knew what the drain volume was when she bypassed drain 2 of 4. The patient stated no and did not know if she was overfilled. The patient stated she would like to keep dwelling. The dwell time left equaled 1:15. The tsr asked the patient if it was okay to bypass to drain and the patient stated okay. The tsr helped the patient bypass to drain. The hc was in drain 3 of 4 and the drain volume equaled 5027ml. The hc moved on to fill 4 of 4. The patient wanted to fill with 1500ml before ending therapy. The tsr helped the patient end therapy with a last fill of 1500ml. The patient stated they bypassed the initial drain every day. This complaint met the increased intra-peritoneal volume (iipv) criteria, defined as a drain volume of more than 160% of the largest prescribed fill volume. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on the (B)(4) 2012, regarding the reported event. The rn stated the patient had not made her aware of the iipv event and that as far as she knew the patient was continuing therapy on the cycler successfully. The rn stated the patient has not reported any other drain volume or any symptoms that meet iipv criteria. Product surveillance informed the rn that the patient had bypassed the initial drain and drain 2 of 4. The rn stated she would follow up with the patient. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, a inappropriate bypass of the caution: negative ultrafiltration (uf) alarm.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.